Event description:
The physician deployed a 6x200 everflex self-expanding stent placed in the proximal sfa but missed the sfa/profunda bifurcation by 10-15mm. The physician was attempting to treat a fibrous chronic total occlusion in the left proximal-mid sfa. The lesion was 200mm in length. The artery diameter was 6 mm and had little tortuosity. Then, the physician was attempting to use a 6x20x150 everflex self-expanding stent with entrust delivery system to treat the lesion. The procedure used a 6f x 6cm non-medtronic sheath and a 0.035" non-medtronic guidewire. The lesion was pre-dilated using a 5x150 pre-dilation device. It was reported that while retracting this stent to the lesion site, once it was observed to be beyond the lesion on initial angiography, it was noted to have a bent tip. The tip of the entrust stent had caught in the proximal strut of the 6x200 everflex stent. The proximal edge of the everflex stent was noticeably crushed. The physician attempted to withdraw the entrust into the sheath, but the 6x20x150 everflex entrust deployed in the common femoral artery during withdrawal into the sheath. This device deployed without the red safety being removed. The physician rewired the lesion and attempted to cross a 7x20x150 entrust into the 6x200 everflex. This was unsuccessful. Physician then exchanged for a 0.014¿ non-medtronic and inflated a 5x60 non-medtronic balloon in the proximal portion of the everflex stent. The physician then exchanged back to a 0.035¿ non-medtronic and used a 6x60 evercross pta balloon to dilate the proximal edge of the everflex stent. Another unsuccessful attempt at getting the 7x20x150 entrust to cross was made. Physician performed a runoff of the leg and noticed distal thrombus in the stent. He used a non-medtronic catheter and successfully administered tpa, which dissolved the thrombus. Patient was reported to be doing well with good distal pulses.

Manufacturer narrative:
Device evaluation summary: the everflex entrust stent was returned for evaluation. The everflex entrust was removed from the pouch and inspected. The red safety pin was firmly inserted the handle assembly with no signs of the pin being partially removed. The distal end of the catheter showed the damage from the distal tip and continued until the distal end of the pusher within the catheter. No stent was present within the catheter. The area of the catheter where the stent was previously loaded was crushed/bent with traces of blood within the inner diameter of the catheter. Cine analysis: the proximal radiopaque markers of the 6x200 stent were identified. The location of the stent is consistent with the customer report of the stent missing the sfa/profunda bifurcation by 10-15mm. With the guidewire identified the distal end of the 6x200 stent is identified. Unable to determine if the struts of the stent were elongated due to the clarity of the cine. Image of the possible calcified image. Unable to distinguish possible radiopaque markers of a stent. Likely radiopaque markers from a proximal end of the 6x200 stent were identified at closer magnification. Unable to identify possible elongation due to the clarity of the cine. Guidewire observed with a vessel with plaque/possible calcification. No stent observed. Likely radiopaque markers from a proximal end of the 6x200 stent were identified at closer magnification. Unable to identify possible elongation due to the clarity of the cine. Radiopaque markers identified from the 6x20x15 everflex entrust stent possibly identified distal the sfa/profunda bifurcation. Cine of the possible distal thrombus within a previously deployed stent. Additional information: the procedure was completed using a 6x200 pta balloon, until the 7x20 everflex entrust stent was able to cross. The 7x20 everflex entrust stent was then deployed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician ballooned the 6x200 everflex until he could get the 7x20 entrust to cross and he deployed the 7x20 entrust.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.